Event description:
It was reported that during a radial artery havesting procedure, the pad on the non-active blade partially detached and burnt through the radial artery. The surgeon had to remove saphenous vein to replace the damaged radial artery. The or time was extended.